Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and was unconscious prior to passing. Hospital staff were present at the time of passing and was attempting to resuscitate the patient. Review of the patient's download data revealed that prior to passing, the patient experienced 3 inappropriate treatments from the lifevest. At 07:57:12, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 07:59:25, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was asystole with intermittent cardiac activity. At 07:59:50, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity, and the post-shock rhythm was asystole. Per review of the patient's continuous ECG recordings, from 08:02:32 to 08:16:13, the patient was in was in an idioventricular rhythm at 80 bpm with CPR/electrode lead fall off. The rhythm then degraded to vt at 110 bpm with CPR/electrode lead fall off. The rhythm then degraded to vf with CPR/electrode lead fall off. An idioventricular rhythm at 40 bpm with CPR/electrode lead fall off was then seen briefly. The rhythm then degrades to vt at 110 bpm with varying hr, motion artifact, and electrode lead fall off. The rhythm degraded even further to vf with CPR/electrode lead fall off until the device was shutdown. There is no indication that a device malfunction caused or contributed to the patient's passing, CPR/motion artifact, electrode lead fall-off, and heart rate below the physician prescribed threshold for treatment prevented the lifevest from treating the patient.